Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarm was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No display anomaly was noted. No bolus anomaly was noted. The insulin pump was received with some cosmetic damage.

Event description:
It was reported that the insulin pump alarmed bolus stopped and the customer pressed the esc and act button and is unable to clear it. It was stated that it seemed like the screen is frozen; the time changes but the insulin pump does not respond. Customer changed the battery and it alarmed battery out limit. Blood glucose value was 6.2 mmol/l. Nothing further reported.